Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon could not connect the orvil to the eeaxl25. A second orvil was used but the same difficulty was encountered as too much force needed. Subsequently the surgery was converted to open procedure and the anastomosis was done by suture. Surgery time was extended as a result and more than unanticipated tissue loss occurred.